Event description:
The customer reported that the probe of the ortho provue analyzer was bent and dripping fluid. According to the customer, the probe crashed into a cap that was left on the sample tube resulting in the probe drip. Testing was aborted. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer went to the customer site and replaced the bent probe, level detection board and performed the appropriate alignment to return the instrument to expected operation. Incident occurred as a result of the user leaving a cap on the sample tube. This customer has not logged any complaints against this analyzer sine this incident. (B)(4).